Manufacturer narrative:
Analysis confirmed the stylus did not work correctly; it was farther off on the top left. The connection from the xy board to the overlay was reseated to resolve the issue. Analysis also found the programmer failed left antenna connection; the antenna connection was reseated to resolve the issue.

Event description:
It was reported the top left side of screen malfunctioned; stylus would not work on only that half of screen. The programmer was returned for repair. There was no patient involvement.